Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to have their device evaluated. During device evaluation, physio-control observed that the device showed the charge-pak, attention and service wrench icons in the readiness display. The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). Physio-control evaluated the device and verified the reported issue. The customer declined further evaluation of their device and requested to have it returned to them without further evaluation being performed. They indicated that they would purchase a new device. As the device was subsequently returned to the customer, no further evaluation could be performed, and no root cause could be determined.